Manufacturer narrative:
(B)(4). Initial mfg report number 1525712-2015-00918 was submitted to the FDA on 2/3/2015. The typhoon is a product unique to invacare europe and is not same/similar to products which are, or have been manufactured and/or marketed by invacare in the u.s.

Event description:
End user stated that he purchased the chair second hand and after an incident with the current footplate that resulted in him being thrown onto the road, he purchased new foot plates that mount on separate legs. Both the right and the left ratchets have broken on the new footplates.

Event description:
End user stated that he purchased the chair second hand and after an incident with the current footplate that resulted in him being thrown onto the road he purchased new foot plates that mount on separate legs. Both the right and the left ratchets have broken on the new footplates.